Event description:
It was reported that during an arthroscopy procedure, the needle capture of the 'firstpass' device fell off in the patient. The piece was retrieved with a grasper. The procedure was completed with a s+n back up device with non-significant delay. Patient was reported to be fine, no further complications were reported.

Manufacturer narrative:
Internal complaint reference: case-(B)(4). Foreign zip code (B)(6).

Manufacturer narrative:
The reported device was received for evaluation. A visual inspection of the returned instrument shows no manufacturing abnormalities. The shaft is slightly bent and the suture capture is partially detached. Product was out of the original packaging. No packaging returned. A functional evaluation revealed the needle will deploy when trigger is initiated, suture capture is not able to capture the suture. The complaint was confirmed and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include: (1) excessive force (2) tissue thickness (3) damage or debris on the device tip between passes. The complaint was confirmed and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include: (1) excessive force (2) tissue thickness (3) damage or debris on the device tip between passes. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. No containment or corrective actions are recommended at this time. A clinical review states smith and nephew has not received adequate clinical information to perform a thorough medical investigation nor to determine a definitive root cause of the reported failure. According to the report, all the pieces were removed from inside of the patient using graspers. Based on the information provided, the procedure was completed with a s&n back-up device with a non-significant and no further complications were reported. Since it was reported the patient¿s status is fine, no further clinical/medical assessment is warranted at this time. Should any additional relevant medical information be provided, this case would be re-assessed. It was determined the device contributed to the reported event.

Event description:
It was reported that during an arthroscopy procedure, the needle capture of the firstpass fell off in the patient. The piece was retrieved from the patient with a grasper. The procedure was completed with a s+n back up device with non-significant surgical delay. Patient was reported to be fine and no further complications were reported.